Manufacturer narrative:
Manufacturing record review: all process operations in the manufacturing record review were in compliance with manufacturing procedure specifications. No deviation or nonconformance was found related to the complaint type reported. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change that could be related with the complaint type reported. During the diopter inspection process the lenses are measured 100% for diopter power, resolution, and astigmatism. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. All lenses were measured and had acceptable intraocular lens (iol) power results. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
Intraocular lens (iol) was implanted on (B)(6) 2014 using an a-constant measurement of 119.1. It was reported that patient's eyesight was different by -4.0d (diopter) from the target and fractional visual acuity was 20/200, at the post-operative examination on (B)(6)2014. Additionally, it was noted that there was the loss of vision as patient's uncorrected vision is now 0.7 from 0.1. Furthermore, patient noted visual disturbance that is affecting daily activities and is dissatisfied with vision. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.